Manufacturer narrative:
Cmp-(B)(4). Concomitant medical product: 00875705201, shell with cluster holes, 61411124; 00875101036, wc xlpe liner, 61349741; 00408801226, versys epoch hip prosthesis femoral stem, 60567442; 00801803603, cocr femoral head, 61424879; 00625006535, bone screw, 61445397. Reported event was confirmed by review of medical records. According to the left hip exploration operative notes; the patient previously underwent a successful left hip replacement. The patient initially did well. The patient had an episode of left trochanteric bursitis, which got better and recurred. Dissection don to scarpa's fascia shows that there was evidence of fluid underneath. A large amount of fluid at least 30 ml was evacuated in this area. The fascia was intact. The fluid seemed to be accumulated outside of the hip joint. On the more lateral aspect of the hip, there was a significant proliferation of a mass. The underlying hip was exposed, the bursa was inflamed, and there was a lot of synovitides. Tissue was sent for pathology, which returned with no evidence of infection, with no neutrophils, but evidence of chronic synovitis. The inflamed synovium tissue was removed. The posterior hip capsule was intact with no additional fluid expressable from the hip joint. The fluid seemed to be coming from outside of the fascia. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced left hip recurrent effusions. The patient underwent a left hip exploration with irrigation and debridement due to fluid build up, pain, swelling, inflammation, and trochanteric bursitis. It was noted that the patient underwent cortisone shots after the initial total hip arthroplasty as a continuation of care every 4-6 months. Attempts have been made and no further information is available at this time.